Event description:
It was reported that after an unknown period of time post implant of a bifurcated device and a suprarenal the physician reported the patient had an endoleak. It was noted that an intervention was performed but no details are currently available concerning the intervention or patient status.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been determined inconclusive. The device was not returned for evaluation. Upon internal clinical assessment, the presence of a type iiib endoleak could not be confirmed by the static angiogram imaging, therefore, this endoleak was classified as unknown. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be determined based upon available information. However, it was determined that product use was incongruent with the IFU due to the short, aneurysmal neck. Cautionary product use conditions that might have contributed to this event included the severely calcified bifurcation and iliac arteries, as well as the tortuosity of the iliac arteries.

Event description:
It was reported that after six months post implant of a bifurcated device and a suprarenal the physician reported the patient had an endoleak. It was noted that an intervention was performed but no details are currently available concerning the intervention or patient status.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.